Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. As noted in b5, the lamp was intermittently failing to ignite due to an insufficient amount of heat compound having been applied to the device. This poor application led to the unit irregularly heating. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that the light on his olympus evis exera xenon light source was not lighting automatically. There was no patient harm reported as a result of this event. During the device evaluation, it was discovered that an insufficient amount of heat compound had been applied to the lamp, causing the unit to intermittently fail ignition. This report is being submitted to capture the insufficient amount of heat compound applied to the device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a probable cause could not be identified. Olympus will continue to monitor field performance for this device.